Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose didn't exceed 400 mg/dl. During troubleshooting with technical support, pump reset information was given. Reportedly, the malfunction alarm had been cleared. The customer reverted to manual injections for insulin therapy.